Event description:
The patient contacted animas on (B)(6) 2013 reporting a low blood glucose of 40 mg/dl with mild shakiness. The patient reported treating the low with glucose tabs followed by eating a meal. The patient reported that blood glucose levels later elevated to 360 mg/dl with no reported symptoms which the patient attributed to eating too many carbohydrate to correct for the low blood glucose. The patient stated that she gave the suggested amounts per pump for boluses. The pump settings were reviewed and were found to be programmed as desired. Troubleshooting of the pump found no evidence of defects. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.